Event description:
It was reported that two days post implant, the patient arrived at the emergency room with non-specific chest/chest wall pain, a high white blood cell count, and hypotension. The patient was diagnosed with cardiogenic shock. The device was reprogrammed several times during the course of treatment. The system remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
The diagnosis was changed from cardiogenic shock to sepsis syndrome.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2013 (B)(6); (B)(4) implantable tachy lead 2013 (B)(6); 407645 im plantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).